Event description:
Boston scientific received information that during a recent surgical procedure for unspecified reasons, it was reported this patient experienced asystole due to pacing inhibition when a bovee magnet was used. It was determined that the physician thought programming noise response would solve this, however, technical services stated electrocautery protection should have been programmed for the pacer dependent patient. The device was correctly reprogrammed with no additional adverse patient effects were reported. No further information could be obtained about the procedure.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.